Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date approximately 2019, the patient underwent surgical implantation of a bioprosthetic aortic valve abbott 21mm trifecta heart valve to treat native aortic valve disease. Approximately four years post-implant in 2023 , the patient developed progressive cardiac symptoms, including dyspnea, exertional fatigue, chest discomfort, and reduced exercise tolerance. On (B)(6) 2023, the patient presented to the emergency department and was diagnosed with nstemi (non-st-elevation myocardial infarction) and low left ventricular ejection fraction. (Lvef) patient was discharged on (B)(6) 2023 with follow-up instructions. On (B)(6) 2023, the patient returned for follow up. Patient was experiencing heart flutter, progressive dyspnea, lightheadedness. Patient was assessed to have a aortic stenosis. Healthcare provider recommended follow up in 6 months. On (B)(6) 2023, the patient returned to emergency department with new chest pain radiating to arms. Patient was discharged (B)(6) 2023 with instructions to follow up with cardiologist. On (B)(6) 2023 patient presented to the emergency department with worsening chest pain and shortness of breath and was admitted after EKG changes observed. On (B)(6) 2023, cardiac catheterization was performed and a stent was placed. Echocardiogram was performed and aortic stenosis was confirmed. Patient was discharged (B)(6) 2023. On (B)(6) 2023, the patient followed up with cardiologist. Patient was still experiencing persistent chest pain and shortness of breath. Echocardiograph was performed and severe aortic stenosis was observed. Follow-up echocardiogram planning for one month with a referral to a transcatheter aortic valve replacement (tavr) clinic. On (B)(6) 2023, the patient presented to the emergency department with chest pain and exertional dyspnea. An echocardiogram was performed and aortic stenosis and insufficiency. Tavr intervention was scheduled for (B)(6) 2023. On (B)(6) 2023, the procedure was delayed due to insufficient anesthesiology staffing and was rescheduled for the next day (B)(6) 2023. On the evening of (B)(6) 2023, the patient complained of crushing chest pain and shortness of breath. The patient then experienced pulseless electrical activity cardiac arrest. Patient was intubated and transferred to the cardiac ICU. On (B)(6) 2023, the patient was pronounced dead. Autopsy conclusion on (B)(6) 2023 said cause of death was severe aortic stenosis due to calcific degeneration of bioprosthetic valve. No thrombus, infection, vegetation observed. Significant four-chamber enlargement indicative of chronic pressure overload.

Event description:
It was reported on an unknown date approximately 2019, the patient underwent surgical implantation of a bioprosthetic aortic valve abbott 21mm trifecta heart valve to treat native aortic valve disease. Approximately four years post-implant in 2023 , the patient developed progressive cardiac symptoms, including dyspnea, exertional fatigue, chest discomfort, and reduced exercise tolerance. On (B)(6) 2023, the patient presented to the emergency department and was diagnosed with nstemi (non-st-elevation myocardial infarction) and low left ventricular ejection fraction. (Lvef) patient was discharged on (B)(6)2023 with follow-up instructions. On (B)(6) 2023, the patient returned for follow up. Patient was experiencing heart flutter, progressive dyspnea, lightheadedness. Patient was assessed to have a aortic stenosis. Healthcare provider recommended follow up in 6 months. On (B)(6) 2023, the patient returned to emergency department with new chest pain radiating to arms. Patient was discharged (B)(6) 2023 with instructions to follow up with cardiologist. On (B)(6) 2023 patient presented to the emergency department with worsening chest pain and shortness of breath and was admitted after EKG changes observed. On (B)(6) 2023, cardiac catheterization was performed and a stent was placed. Echocardiogram was performed and aortic stenosis was confirmed. Patient was discharged (B)(6) 2023. On (B)(6) 2023, the patient followed up with cardiologist. Patient was still experiencing persistent chest pain and shortness of breath. Echocardiograph was performed and severe aortic stenosis was observed. Follow-up echocardiogram planning for one month with a referral to a transcatheter aortic valve replacement (tavr) clinic. On (B)(6) 2023, the patient presented to the emergency department with chest pain and exertional dyspnea. An echocardiogram was performed and aortic stenosis and insufficiency. Tavr intervention was scheduled for (B)(6) 2023. On (B)(6) 2023, the procedure was delayed due to insufficient anesthesiology staffing and was rescheduled for the next day (B)(6) 2023. On the evening of (B)(6) 2023, the patient complained of crushing chest pain and shortness of breath. The patient then experienced pulseless electrical activity cardiac arrest. Patient was intubated and transferred to the cardiac ICU. On (B)(6) 2023, the patient was pronounced dead. Autopsy conclusion on (B)(6) 2023 said cause of death was severe aortic stenosis due to calcific degeneration of bioprosthetic valve. No thrombus, infection, vegetation observed. Significant four-chamber enlargement indicative of chronic pressure overload.

Manufacturer narrative:
The following event was reported through a complaint: the patient presented approximately four years later with symptoms of heart failure and angina and ultimately was diagnosed with non-st segment elevation myocardial infarction and found to aortic stenosis. Due to recurrent angina the patient underwent percutaneous coronary artery intervention (pci) with a stent. However, angina persisted after the pci, and the patient was referred to undergo a transcatheter valve-in-valve intervention which was scheduled one month later. During hospitalization to undergo a valve-in-valve it was reported that the procedure was delayed due to staffing limitations and unfortunately while waiting for the procedure the patient had a cardiac arrest in the hospital and did not survive. Additionally, the complaint indicated that an autopsy was performed which showed severe aortic stenosis due to calcific degeneration of the trifecta gt valve. However, this information could not be verified as neither the autopsy report nor the device was made available for evaluation. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remained implanted and was not returned for analysis. A review of the case was performed at abbott by medical affairs director. Based on the information received from field and the medical review, the cause of patient death is most likely related to heart failure associated with severe aortic stenosis due to fibrous-calcific deterioration. The exact cause for the fibrous-calcific deterioration is unknown since the medical history of the patient including the operative details of the original implant procedure and post-procedure transvalvular gradient are unknown.the device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.